Event description:
It was reported that there was t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reporting that he was walking and was "hit" by the device, and was told the lead was "bad". Further alleged that the patient "experienced inappropriate and/or excessive shocking" and a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies were found; full lead was returned for analysis.

Event description:
It was reported that there was t-wave oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient further reporting that he was walking and was "hit" by the device, and was told the lead was "bad". A lawsuit further alleged that the patient "experienced inappropriate and/or excessive shocking" and a lead fracture. Further there is an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.